Event description:
The returned device was analyzed.

Manufacturer narrative:
The device was returned and analyzed. Visual inspection of the returned device did not find any anomaly. Functional testing was performed and the device operated to specifications. Review of the device's diagnostic data also showed no evidence of a device malfunction. The manufacturing records were reviewed and no relevant nonconformities were found.

Manufacturer narrative:
The device was returned and the device evaluation is in progress. The manufacturing records were reviewed and no relevant nonconformities were found.

Event description:
It was reported to nevro that the patient experienced pain. The device was removed and there have been no reports of further complications regarding this event.